Manufacturer narrative:
The customer repaired the device without further evaluation by the device manufacturer. Per the customer's description of the event, the tram rac lies underneath an area of the c-arm in the operating room to which fluid bags are typically hung. It is indicated that the flames produced by the tram rac were caused by moisture from an intravenous flush bag that flowed down to the power cord into the power supply of the tram rac. The probable root cause was determined to be that of use error.

Manufacturer narrative:
Date of device manufacture is not known at this time. Ge healthcare investigation is ongoing. A follow-up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
The customer describes the ge medical device caught on fire. There was no report of patient harm.